Event description:
Customer reported receiving no delivery alarms every day. She also reported that the tubing had been kinked. The blood glucose reading was 400 mg/dl. Customer treated with a bolus. She stated that the drive support cap appeared normal. She was advised to perform a 5 unit fixed prime and stated that insulin did not exit and the insulin pump alarmed for no delivery. She was advised to remove the reservoir and disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing with the plunger. She was unable to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.